Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a low result not matching the clinical picture for 1 patient sample tested for elecsys pth (pth) on a cobas 6000 e 601 module. The pth result from a lithium-heparin tube was 13.90 ng/l. This result was reported outside of the laboratory. A higher result was expected. On (B)(6) 2020 a new sample was obtained and the pth result from a serum tube was 98.6 ng/l. This result was believed to be correct. The customer is concerned about the difference in results between the lithium-heparin tube and the serum tube. The e601 module serial number is (B)(4).

Manufacturer narrative:
Quality control is within specifications. Calibration signals are lower than expected. The investigation did not identify a product problem. The cause of the event could not be determined.